Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery, the stapler partially fired and had poor staple formation. The surgeon had to oversew the staple line to fixed.